Manufacturer narrative:
The power supply was returned to the manufacturer for evaluation. Upon visual inspection, the manufacturer found that the screw bosses connecting the top and bottom enclosures of the power supply had cracked, allowing the enclosures to separate freely. Separating the enclosure exposed the internals of the power supply, resulting in an increased potential for the end user to contact live, electric components. There was no evidence of thermal damage to the power supply. A capacitor on the printed circuit assembly (pca) of the power supply had failed causing the body of the component to lift off of the circuit board. The lifted cap contacted the enclosure of the power supply resulting in increased stress and fracture of the mounting screw bosses. The manufacturer believes the failed capacitor did not "vent" properly as the bottom of the capacitor was distended causing the component to lift off of the pca while the designed vent on top of the component was intact. The manufacturer confirmed the damaged power supply still provides proper voltage output by powering a similar bipap device with the received power supply. The manufacturer conducted a review of the adverse event database for reports received in the past four years (1/11/2005 to 12/15/2009). The review concluded that there were no other complaints associated with this power supply where the enclosure fully separated due to a capacitor failure on the pca. The manufacturer confirmed that there have been no reports of patient harm or injury as a result of similar failures. The manufacturer concludes the capacitor failure on this power supply was an isolated event and that no further action is appropriate.

Event description:
A dme (durable medical equipment) supplier reported to the manufacturer that a power supply used as an accessory with a bipap device had experienced a failure that caused its enclosure to separate. There was no report of patient harm or injury.